Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was elevated (585 mg/dl) and customer was unsure of the cause. Customer addressed elevated blood glucose with an insulin pen. System check was performed with tandem technical support and a minimum basal alert was observed in pump history. Tandem technical support explained the purpose of the alert and asked if it was intentional to set a lower basal rate than normal. Contact reported that healthcare provider recommended setting a temp rate for customer 15% higher than normal. Contact reported setting a 15% temp rate thinking that it would increase basal rate by 15%. Tandem technical support explained that programming a temp rate of 15% would actually lower customer's basal rate to 15% of normal. Reportedly, temp rate was programmed when customer¿s blood glucose was already at 585 mg/dl; therefore, contact was not attributing elevated blood glucose to this issue but understood that it did not help in lowering blood glucose. Contact acknowledged.